Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07-aug-2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was alleged that a call service alarm [078] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 078 alarm. During investigation, the pump was powered on and there was no motor movement and the call service 078 was duplicated with the rewind, load and prime steps. Unrelated to the original complaint, the pump cover was removed and there was evidence of moisture under the display lens and on the motor flex connector and surrounding components, including the sound device. A leak test was conducted and a leak was found at the display lens.